Event description:
It was reported that there was an overstimulation sensation. The patient reported that the last time they were adjusted it ¿just was not working well.¿ it was noted that the patient needed to adjust the pulse lower but there were limits set and the patient could not go beyond and that they had tried. The patient stated that it was ¿zapping the nerve¿ and causing pain. The patient stated that they were last reprogrammed ¿maybe about one year¿ prior to report but did not remember timeframe. The patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 355029, lot # n123031, implanted: (B)(6) 2007, product type accessory. (B)(4).